Event description:
While manipulating the g-prox device in order to endoluminally grasp, a fold of gastric tissue, surgeon reported that one jaw of the g-prox grasper had inadvertently created a small (approximately 5 mm) perforation in the gastric wall. Surgeon placed abdominal trocars to access the site laparoscopically and used sutures to close the perforation. The patient was discharged the next day in good condition and recovered uneventfully.